Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A4 - patient weight is unknown. A patient experiencing ineffective stimulation was reported to abbott. The patient lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective paresthesia therapy since implant. X-ray imaging was done, and reprogramming was attempted without successfully resolving the issue. As a result, surgery occurred to explant and replace the lead, which resolved the issue.